Event description:
Additional information received notes that the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up with dizziness and lightheadedness. During examination, it was noted that there was noise on the right ventricular (rv) lead. The physician performed isometric testing on the patient and lead noise was reproduced by myopotential movements. Programming changes were made to the lead. The patient will be monitored going forward. There were no adverse consequences to the patient.